Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of issues with ise quality control results and patient results on a cobas 8000 ise module. The field service engineer (fse) had been to the customer site "last week" and one of the tubes of the diluent nozzle was split. This has since been replaced; however, the problem has not been solved. The customer provided erroneous chloride (cl) results for 1 patient sample. The erroneous result was not reported outside of the laboratory. The initial cl result was 122.6 mmol/l. The repeat result was 102.9 mmol/l. There was no allegation that an adverse event occurred. The cl electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site where the sipper nozzle was cleaned of contamination. The vacuum nozzle was secured and the reference electrode and sample probe were replaced. An ise check, calibration and quality control results were acceptable.

Manufacturer narrative:
On the day of event ise voltage level alarms, calibration and compensated limit alarms and slope abnormal alarms were observed during a review of the alarm trace. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The frequency of the multiple alarms suggest a general issue with the instrument on the day of the event. The service/maintenance performed by the fse improved the performance of the instrument.